Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On an unknown date, patient underwent revision surgery for the removal of implant.

Manufacturer narrative:
This part is a multi-pack containing 4 set screws with part# (B)(4). This part is not approved for use in the united states; however a like device catalog # 5540030, 510k # k113174 and UDI # (B)(4) was cleared in the united states. Product analysis: after visual and optical examination, it appears that the set screw has a slight angulation to the node, indicating that there was a slight angulation to the rod in relation to the screw face. There are witness marks on the face of this screw indicative of rod movement. It would appear that there may have been some angulation as it relates to the set screw face and the rod. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Although it is unknown which of the devices caused or contributed to the event, we are fling this report for notification purposes. Following devices were involved: part#, lot# , qty , similar device , 510k# , upn. (B)(4). Part# 7078396 is distributed as a pack of four set screws with part# 5540030. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified surgery at s2ai. Post-op, the set screw backed out. Patient suffered with pain as the result of the event. No re-operation was planned.